Manufacturer narrative:
Device history record in review. Samples were not returned by customer.

Event description:
Customer stated as she removed a tampon the tampon came apart and some of the tip of the tampon remained inside her body. She removed the remaining piece herself.